Manufacturer narrative:
Batch review performed on 17 july 2018; lot 160771: (B)(4) items manufactured and released on 09 may 2016. Expiration date: 2021-04-19; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and half after primary the surgeon revised the patient knee for a infection. Liner swap. The patient was positive to staphylococcus. The surgery was completed successfully.